Manufacturer narrative:
The ge service rep replaced the transformer and power cord assembly. He also restrapped the isolation transformer to the or ac power. The system operates as intended.

Event description:
The customer reported that there was an intermittent workstation alarming. No patient injury reported. It was diagnosed that there was a problem with the power.